Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when reprocessing the rhino-laryngo videoscope, the oer-4 reprocessor liquid transfer pump malfunctioned. It was also reported that the scope was possibly washed in bad condition and used on a patient. There was a therapeutic procedure completed using the same set of equipment. There were no reports of patient harm. Related patient identifiers: (B)(4).